Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient's left eye due to patient having difficulty with near vision. Patient first noticed struggling to see computer at 1 week post operative (op). At 1 month, the near vision was still the main complaint which the patient was unable to see her phone or computer and could not drive at night because of the halos were so bad, despite satisfactory distance vision. At 2 months post op, the near vision was still blurry. At 4 months post op, same complaint and started to wear readers +1.00 but did not resolve the issue. The patient also experienced issues with depth perception and expressed dissatisfaction, stating that she felt she had traded near vision for distance vision. By (B)(6) 2025, the patient reported no improvement in her near or intermediate vision. Therefore, the iol was explanted and a replacement lens of different model and diopter (dxr00v +20.0d) was used. No medical or surgical intervention required and no patient injury noted. Patient at 1-day post iol exchange, near vision (nv) 20/32, doctor noted "can see her computer". Pre-operative for right eye (od): 20/60, manifest refraction (mr) od: -0.75-0.50x085, 20/20; for left eye (os): 20/80; mr os: -1.25-0.50x095, 20/20, both eye (ou) 20/40, near vision (nv): 20/50 post-operative for od: 20/32, nv: 20/100, for os: 20/32, for ou: 20/20, mr od: +0.25-0.50x100, 20/20; os: +0.25-0.25x024, 20/20. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the patient also has a johnson & johnson lens in her right eye. However, it was confirmed that there was no issue or complaint with the patient's right eye. Section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 18, 2025 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half. No issues were observed that could cause or contribute to the complaint issues reported. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: the following additional modulation transfer function (mtf) measurements were performed by johnson & johnson manufacturing site: the complaint lens half was evaluated by manufacturing site for optical assessment. Lens power and through-focus mtf measurements were performed. The lens power passed, confirming that the lens has the correct lens power. Through-focus mtf optical quality showed the typical shape of tecnis odyssey lens and showed slightly better simulated visual acuity. Any difference can be attributed to the lens being cut into two pieces and only half of the lens was measured. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.